Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The reporter, a 3rd party biomedical engineer, contacted physio-control to report that the device he was working on was prompting him to "connect electrodes" even when in manual mode. Additionally, they were receiving a "leads off" message when the device was connected to a simulator, indicating that the device was not detecting the test patient load was connected. The biomedical engineer tried multiple therapy cables with the same result. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer advised physio-control that they have evaluated the device and have been unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to service for use. The customer will not be returning the device to physio for evaluation. The cause of the reported issue could not be determined.